Event description:
It was reported that during a laparoscopic oophorectomy procedure, as the surgeon was pulling the ovary out, the seam split at the bottom of the device. It was at the most distal part of the pouch. They used pokers and pulled the ovaries out. There was no patient consequence. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.